Event description:
Femoral shaft non union. Exchanged nail to larger diameter. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
The device is used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.